Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14 amulet delivery sheath. The device was prepared per IFU. The patient had difficult anatomy. The patient's activated clotting time (act) level was greater than 250 sec. During the procedure it was noted that the device was mis-sized and could not be anchored securely. The device was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. During implant it was noted that the 25mm occluder could not be positioned. The 25mm occluder was removed from the patient. The decision was made to re-use the first 22mm occluder, however it was observed that there were bloody "fibrin-like streaks" residues in the mesh fabric of the occluder, which could not be removed despite flushing according to IFU. A new 22mm amplatzer amulet left atrial appendage occluder was selected for implant using the same delivery sheath. During implant close criteria were not met and the 22mm occluder did not hold after a tension test was performed. The 22mm occluder was removed from the patient and the procedure was canceled. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that a 22 mm amulet device was mis-sized and could not be anchored securely so the device was removed from the patient and replaced with a new 25 mm amplatzer amulet left atrial appendage occluder using the same delivery sheath. During implant it was noted that the 25 mm device could not be positioned and the first 22 mm device was re-used, however it was observed that there were bloody fibrin-like streaks residues in the mesh fabric of the occluder. Please note that per the amulet instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection records for exist of foreign material. The material noted on the amulet is possibly from the damage occurring to the sheath when the device is fully recaptured. The fibers may have entangled onto the amulet device during re-use through damaged sheath. Based on the information received, the re-use of the same sheath with a new occluder device could have lead to the inner lining of the sheath being transferred onto the 22 mm occluder device when being re-used, thus causing the reported incident. However, the exact cause of reported incident could not be conclusively determined. The patient status was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.